Manufacturer narrative:
The customer¿s report of the rectangle filter leaking out the circle on the smooth side of the filter was confirmed and replicated during visual inspection and functional testing. The cause of the leak was identified as a missing filter vent membrane. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s micron filter was missing its membrane at the filter vent closest to the outlet port. Brownish/red liquid was observed inside the set¿s male luer. No other abnormalities were observed on the set during visual inspection. The root cause was identified as a supplier manufacturing assembly issue.

Event description:
It was reported that during a remicade infusion, the rectangle filter leaked out the circle on the smooth side of the filter. The infusion rate was 20ml/hr, and the infusion had just begun when the leak was observed. The nurse replaced the filter and continued with the infusion. Approximately 10 ml of medication was lost due to the leak, with 5 ml as a result of the leak, and 5 ml which remained in the wasted filter.the customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a remicade infusion, the rectangle filter leaked out the circle on the smooth side of the filter. The infusion rate was 20 ml/hr, and the infusion had just begun when the leak was observed. The nurse replaced the filter and continued with the infusion. Approximately 10 ml of medication was lost due to the leak, with 5 ml as a result of the leak, and 5 ml which remained in the wasted filter.